Manufacturer narrative:
Other relevant device(s) are: product ID: vnmf4040c223tu, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the emergency endovascular treatment of a 300 mm diameter thoracic aortic type b dissection and imh. It was reported that a few days after the implant procedure, while the patient was still in hospital, the patient was brought to the operating room and the aorta was opened. The physician noted that the patient had a type a retrograde dissection. The dissection was repaired, however the patient later died. As per the physician, the cause of the death was the type a dissection. No additional clinical sequelae were reported.